Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7075984/7076041.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg had to be charged in an extended period of time and was not getting a full charge. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned due to facility policy.